Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the front therapy electrode cable was pulled from the electrode belt distribution node. The root cause for the damaged cable could not be positively identified, but the damage likely resulted from excessive force. No adverse event resulted from the damaged electrode belt cable.

Event description:
While investigating a (B)(6) old male patient's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt therapy electrode cable was damaged.